Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient's stimulator moved towards their vagina starting in the past three weeks. Patient has an appointment with the managing physician in the upcoming week to review potential removal of the device. No further symptoms or complications were reported.